Event description:
It was reported from a cell blood processing facility that its staff found a leak in the device. The seal beneath the plastic port cover on the unlabeled collection bag, (but not the cell wash/infusion bag) was not intact. When the bag was placed in an extractor, sample leaked out of the port. The port had not been previously tapped with a needle or pin. The observation occurred after centrifugation.